Event description:
Customer reported a malfunction with her tandem t:slim x2 insulin pump, which displayed a malfunction code and would not power back on. Her blood glucose level was recorded at 287, indicating a high level. Customer sought technical support for this issue, and it was noted that follow-up was to be conducted by tandem technical support to resolve the matter.